Event description:
Nurses attempted injection into port and experienced difficulty. Pt sent to x-ray. Chest x-ray indicated silicone catheter had fractured 3 cm from port locking mechanism and catheter tip was in left pulmonary artery. Catheter segment was removed.